Manufacturer narrative:
Breathing circuit was replaced and flow sensor was calibrated to fix the reported issue. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that the inspiratory flow sensor is not detected. There was no reported patient involvement.